Event description:
It was reported that sparking occurred on a patient face and patient felt "popping sensation" during a treatment using xerf 2.0. Treatment was immediately stopped and effector tip was replaced. Settings used for treatment included deep mode, cryo 1, level 6. A member of the cynosure lutronic clinical team reached out to the site to investigate the event. Despite multiple attempts to obtain additional information, the site did not provide any additional information. Due to lack of communication with the site, cynosure lutronic clinical team could not provide clinical support. Xerf tip has not yet been returned for a device evaluation, but a photo was provided during initial communication. Surface damage was observed on the tip. Once tip has been returned and evaluated, a cynosure field service engineer (fse) will be able to identify root cause. The event is reportable per FDA medical device reporting title 21 cfr part 803 since a malfunction occurred and could likely cause or contribute to a serious injury if the malfunction were to recur. We are reporting this as an initial MDR and will submit a final MDR once investigation has been completed.